Event description:
A peritoneal dialysis (pd) patient was reported to be experiencing peritonitis for which she was receiving antibiotics vancomycin and fortaz. There was no reported malfunction of the cycler set associated with this incident. During follow up with the pd nurse it was reported that the patient was continuing pd treatment. The patient was advised to visit the emergency room on 01/20/2014 but was not admitted. On (B)(6) 2014 the patient was reported to be improving.

Manufacturer narrative:
A serious injury has occurred to a peritoneal dialysis patient following treatment with a cycler. Medical records have been reviewed by the post market clinical department and conclude that a patient with esrd on pd suffered an episode of peritonitis, which is possibly recurrent, without complications. There is no history of a specific malfunction associated with this incident, however a device investigation has not yet been completed. Due to lack of information an MDR will be filed against the cycler set while undergoing review by the manufacturing plant. Related MDR's: 8030665-2014-00159 and 2937457-2014-00253.